Event description:
Customer reportedly obtained a result of 73 mg/dl while experiencing hypoglycemic symptoms. He ate cake in response to his symptoms and the paramedics were called. While waiting on the paramedics, the customer drank 2 glasses of juice. An unk time later, the customer was transported to the hospital and received unspecified treatment. Requested return of suspect system and replacement was sent.